Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels that was displayed as ¿low¿; however, a specific value was not provided to ¿high¿; however, a specific value was not provided. Customer consumed carbohydrates and gave a correction bolus via the pump to address bg levels. Customer required assistance being transported via ambulance to the emergency room and was admitted into the intensive care unit with a bg level of approximately 900 mg/dl. Customer experienced confusion and moderate ketones a healthcare provided identified as life threatening. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital 3 days later with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in fluctuating bg levels. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the fluctuating bg levels was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.